Event description:
It was reported the surgeon had a hard time remaining and found the reamers to be very dull. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was confirmed. The device shows evidence of dull cutting teeth from end of life. A process review was performed. No discrepancies were found. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to (B)(4) for evaluation. Once (B)(4) receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by zimmer.